Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 31.4 mmol/l and 8.4 mmol/l, 27.2 mmol/l, 30.4 mmol/l, and 8.1 mmol/l the comparisons were performed on the same date, 3 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.